Event description:
It was reported that an implant embolization occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure. The first 27mm watchman laa closure device was deployed, but did not meet release criteria and was fully recaptured. A second 27mm watchman laa closure device was deployed, but did not meet compression criteria via transesophageal echocardiogram (tee). After discussion with the physician, it was decided to release the device. The patient underwent a chest x-ray prior to discharge, and the device was discovered in the descending aorta. The patient was sent for vascular surgery where the physician performed a cutdown and successfully snared out the closure device. No further complications occurred and patient is well following these events.

Event description:
It was reported that an implant embolization occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure. The first 27mm watchma laa closure device was deployed, but did not meet release criteria and was fully recaptured. A second 27mm watchma laa closure device was deployed, but did not meet compression criteria via transesophageal echocardiogram (tee). After discussion with the physician, it was decided to release the device. The patient underwent a chest x-ray prior to discharge, and the device was discovered in the descending aorta. The patient was sent for vascular surgery where the physician performed a cutdown and successfully snared out the closure device. No further complications occurred and patient is well following these events.

Manufacturer narrative:
Media made available was reviewed by a member of boston scientific medical safety and the investigation conclusion was updated from 'known inherent risk' to 'failure to follow instructions'.